Manufacturer narrative:
The event date was not reported so the aware date was used as an estimate.

Event description:
It was reported that a patient death occurred. It was reported via social media that a patient death occurred during a watchman implant procedure.